Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device showed a report error. There was no patient involvement.

Manufacturer narrative:
The customer declined service